Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri) early. Also noted were instances of inappropriate shocks due to oversensing of the right ventricular (rv) lead. The ICD was removed and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164awg, implantable cardioverter defibrillator, (B)(6) 2008; 5554, implantable pacing lead, (B)(6) 2008. (B)(4).